Event description:
It was reported that during implantation, the needle fractured off from the wire lead without any force being applied, rendering the product unusable. The needle was successfully removed from the surgical site. However, the product was unusable and the procedure was completed by removing the implant and using a new one. There was no patient injury or harm as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g4, h2, h4, h6 and h11. The reported event could not be confirmed due to lack of product. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during implantation, the needle fractured from the wire lead without any force being applied, rendering the product unusable. Onsite personnel confirmed the needle fell off the lead without any force exerted upon it. Attempts have been made, and no further information has been provided.